Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver an unknown drug. The indication for use was spinal pain and other chronic intractable pain (trunk/limbs). The consumer reported that their pump was explanted in 2012 and it had only been implanted six months. Their body had rejected the implant. Further follow up was done to determine the drug information, medical history, and if diagnostics had been completed. Additional information was reported by the healthcare professional (hcp) the patient had an ongoing infection and cellulitis. The surgical site would not heal after four months so the pump was explanted. It was noted that multiple antibiotics had been closed.